Event description:
The device was returned for analysis after 24 months implant duration stating reduction in stimulation coverage. The unit was placed in 2004. The patient provided to the manufacturer representative, they had noted a change in stimulation pattern. At follow-up, high impedance readings were defected with poor or no stimulation therapy coverage reported. The hcp was unable to reprogram the product effectively and the unit was retrieved in 2006. The product was replaced and returned to the manufacturer for evaluation. The patient reportedly recovered without sequela. See MFR report number 2649622200700691.